Manufacturer narrative:
(B)(4). At what firing did the issue occur? It was not the first firing. Was there any torquing or twisting during firing of the device? --- no. Did the clip advance into the jaws completely? --- no. Did the clip feed sideways into the jaws? --- yes. Did the clip feed slower than normal into the jaws? --- no. Did any clips fall from the device? --- no. Did any clips fall into the patient? ---no. If so how were the lips retrieved? --- na. The analysis results found that the er320 device was returned with a malformed clip inside the jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 17 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the malformed clip jammed in the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.